Event description:
It was reported to philips that there was no image on the acquisition monitor, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer fixed the issue hence requested to cancel the service request. Philips has not received any additional information on the troubleshooting steps. Philips did not work on the system as the service order was cancelled. The codes were updated based on the investigation outcome.